Event description:
Physician attempted to treat the predilated and calcified mid right circumflex with a 2.5 x 33 cypher select. However, prior to use, the shaft was broken and the product was not clinically used.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.